Event description:
It was reported that an ams transvaginal mesh was implanted on (B)(6) 2010. It was stated that the mesh was "implanted to aid with pop (pelvic organ prolapse)." The pt reports she has "suffered from serious complications related to the mesh implant including mesh erosion and curling, mesh perforation and dyspareunia. After a yr of severe pain and continued treatment, on 2011, a second surgery was performed to repair the perforation of the mesh into the vaginal wall. After this surgery, there is still significant pain associated with the mesh and a 3rd surgery is now imminent to remove add'l scar tissue and mesh."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.